Manufacturer narrative:
The log files of the affected device were provided for investigation. Log analysis showed that the safety software of the device detected a temporary deviation within the electronic system and initiated a software controlled restart as a specified reaction in order to solve the deviation. In this case, the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system reset is combined with an audible and visible alarm of high priority. After termination of the restart procedure (max. 12 sec), ventilation is continued with the latest settings. No hardware error could be identified. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device shut down and restarted by itself. The display went black and no ventilation during that time. No patient consequences reported.